Event description:
Clinical study. Same case as MFR #6000089-2004-00843. It was reported that after a drug eluting stenting treatment procedure a target vessel reintervention was performed for a subacute thrombosis. Add'l info has been requested.

Event description:
The pt was enrolled in the program in 2004. Target lesion 1 as identified in the mid rca with 100% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 (mid rca) was treated with predilatation and placement of a 3.0 x 32 mm taxus express2 8.8% drug eluting stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the dist rca with 90% stenosis and a 2.75 mm reference vessel diameter. Target lesion 2 (distal rca) was treated with predilatation and placement of a 2.75 x 24 mm taxus stent extending into the pda. Residual stenosis was 0% following post-dilatation. 60% lesion also noted in the left ventricular extension branch of the rca. Attempts to cross the lesion with a balloon were unsuccessful. The pt was discharged 4 days later on plavix and asa. Eleven days post enrollment, the pt presented to the ER with recurrent chest discomfort. Admit note states that the pt developed diarrhea and discontinued plavix and toprol about 5 days prior to presenting to the ER. ECG upon presentation showed new inferior st segment elevations when compared to ecgs prior to discharge in 2004. Heparin and IV nitroglycerin were administered and pt was referred for urgent coronary angiography. The pt was taken directly to the cath lab which confirmed the presence of partial thrombus within the proximal rca stent. Ivus also showed evidence of intraluminal thrombus and a small portion of the stent underdeployed. The pt was treated with intracoronary thrombolysis and repeat ptca within the proximal stent achieving an "adequate angiographic result." The pt was discharged 7 days later on ticlopidine and asa.